Event description:
During surgery, the surgeon had trouble reducing the femoral head into the prostalac all poly cup. The surgery was delayed approx 45 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.